Event description:
It was reported that the patient died suddenly. The patient initially complained about the dizziness and fell over and arrived at the hospital relatively quickly but did not respond to cardiopulmonary resuscitation (CPR). The healthcare professional inquired about whether or not the death was related to the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk prior to the patient¿s death on 2014 (B)(6).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 6949, lead implanted: (B)(6) 2006; product ID: 4076, lead, implanted: (B)(6) 2006. (B)(4).